Event description:
It was reported that the customer had high blood glucose and he has given over 100 unit of insulin by manual injections. Customer stated that the high blood glucose does not decrease and his wife will be assisting him to get medical assistance. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.